Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system presented with an infection due to a titanium hypersensitivity found within the device manufacturing material. The system was removed; no return of product is expected and no information communicated on another system implant.